Event description:
The customer reported to olympus, that the endoeye flex deflectable videoscope had a bad charged coupled device. The issue occurred, during preparation for use for a diagnostic procedure. And was completed with a similar device. There were no reports of patient harm. During evaluation, noise was generated and the image was temporarily unavailable. Additionally, an e218 scope failure and b31 scope communication error occurred. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. Due to damage on the charged coupled device (ccd); the image was noisy and temporarily, the image cannot be seen. In addition, the e218 scope error and b31 scope communication error (also attributed to the damaged ccd). The evaluation findings are as follows: due to a dent on the distal end; water tightness was lost. Due to damage on the ccd unit; the image had white dots. The "right/left" lever was dirty, the video connector case was dirty and scratched, the video connector had a scratch, the light guide connector was dirty and scratched, the light guide cover glass had a scratch, the angulation lever was dirty, the "right/left" plate had a scratch, the "upward/downward" plate was dirty, switch (1) was dirty and scratched, the grip was scratched, the control unit was dirty and scratched, and the "right/left" plate was dirty. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the image sensor unit may be damaged (disconnection, etc.) Due to use stress, external factors, or handling, or mounted parts on the electric board (ic chip, capacitor, etc.) ) has broken down. The inspection method for the event is described as follows in the operation manual (operation) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". [Inspection of endoscopic images] 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2 observe the palm, etc. With normal light observation image and nbi observation image. 3, make sure the illumination light is out. (See figure 3.23) 4, adjust the amount of light to make it suitable brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image." Olympus will continue to monitor field performance for this device.